Event description:
Lot#5644970 and 5633126 doctor could not pass transseptal needle through the dilator. Lot#563316 tip seems to be splintered in the box from manufacturer. Same transseptal needle was used on all three sheaths. The physician was unable to pass the needle through the sheaths. A total of three. There was no injury to the patient. We have had this issue for a few weeks now and we have reported to the company. They launched an internal investigation and will look at the product manufacturing and our staff handling. We will set up inservices and observations. Manufacturer response for swarts braided transseptal sheath 8.5f, st. Jude medical (per site reporter): they launched an internal investigation and will look at the product manufacturing and our staff handling.